Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Post-sensed t wave oversensing and inappropriate hv therapy was observed via stored egms. It was also noted that the r waves were small not measurable compared to the twaves, and reprogramming was not recommended lead was capped and replaced.